Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided, and the following was observed: the balloon burst during valve deployment. Longitudinal balloon burst. Calcification was present in the native aortic valve. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for delivery system balloon burst was confirmed based on imagery provided for evaluation. Available information suggests patient factors (calcification) and/or procedural factors (over- inflation) likely contributed to the event, as per provided 3mensio and provided information, calcification was present in the native aortic valve. Additionally, it was reported that "extra volume was added to the balloon prior to the inflation (+2cc)". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in poland, this was a case with a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. A balloon aortic valvuloplasty was not performed pre-implant. During the procedure, there was no difficulty with valve alignment. During valve deployment, the balloon of the commander delivery system burst at the end of the inflation, but the valve was able to be fully deployed. Extra volume had been added to the balloon prior to the inflation (+2cc). No difficulty was encountered withdrawing the delivery system or esheath+. After device withdrawal, it was observed that the balloon was longitudinally burst and the esheath+ distal tip was partially and slightly unfolded. The puncture site was closed successfully with a closure device with angio check at the end. The patient did not suffer any injury. The patient was in stable condition. The perceived root cause of the event was calcium descending into the left ventricular outflow tract from the left coronary cusp, or more likely, a heavily calcified stj associated with a large av angle.